Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, high pacing and high voltage lead impedances were noted. The lead was disconnected and reconnected with the same results. The lead was then repositioned with improved measurements. The patient's condition was good without complaints at conclusion of procedure, after the patient had slight chest pain. A fine pericardial effusion in the anterior wall was noted under echocardiography. Physician noted it was likely that the patient might had it prior to the procedure and remained asymptomatic. Patient was discharged with no symptoms or chest discomfort.